Event description:
It was reported that during a laparoscopic appendectomy procedure, the customer reports that while using the tsw35 and stapling across the mesoappendix that the instrument worked as planned. The stapler was then reloaded with a blue cartridge to fire across the appendix. The customer reports that the cartridge was pushed forward out of the jaws and broke into many pieces as the stapler was fired. The metal housing was dislodged from the blue cartridge and a few small pieces to include staple drivers fell into the pt. The procedure was converted to an open procedure to retrieve all of the pieces and complete the appendectomy. The pt is doing fine and has been released from the hosp.